Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) did not have sound. Technical support walked them through the alarm check procedure and had them check the windows sound settings, but they were unable to hear any sound from the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) did not have sound. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse station (cns) did not have sound. Technical support walked them through the alarm check procedure and had them check the windows sound settings, but they were unable to hear any sound from the cns. No patient harm was reported. Investigation summary: the unit was returned for warranty repair, and the reported issue was successfully duplicated. Initial repairs included speaker replacement and software reinstallation, but the issue persisted. The mainboard, speakers, and controller unit were subsequently replaced, after which the unit was reimaged and successfully passed 24-hour extended testing.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) did not have sound. No patient harm was reported.